Manufacturer narrative:
The complaint investigation for false elevated results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available historical performance of reagent lot 18518ui01 was evaluated using world wide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 18518ui01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 18518ui01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that positive architect stat high sensitive troponin-I results were generated for two patients. Patient 1: 157.2 and 149.2 pg/ml. Patient 2: 110.3 and 105.6 pg/ml. The patients were tested at a different hospital (alternate method not specified) and the troponin results were negative. Both patients were in the gastroenterology department, and both were diagnosed with bowel obstruction. No impact to patient management was reported.